Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous right anterior tibial artery. The physician advanced a 2mmx20mmx143cm coyote es balloon catheter to dilate the lesion. The coyote es balloon was inflated to 6atms. On the second inflation the balloon ruptured at 6atms. The procedure was completed with another 2mmx20mmx143cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).